Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the foreign matter remaining on the device could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling such events can be detected and prevented according to the following ifus: instruction manual gif-1200n operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed) describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material at the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.